Event description:
It was reported that the patient presented to the hospital for an atrioventricular node (av node) ablation. Device interrogation revealed that the right ventricular (rv) lead exhibited a significant rise in capture threshold. The rv lead was explanted and replaced. The patient was in stable condition.